Manufacturer narrative:
Concomitant product: product ID neu_siliconeanchor, serial# unknown, explanted: (B)(6) 2014, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was doing fine. The equipment had been returned. The rep had &#50063; reason&#55319;hy the anchor was in two pieces.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, serial# unknown, product type: accessory; product ID 3778-60, serial# unknown, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the anchor (serial no. Unknown) found no significant anomaly. The titan anchor was found to be separated. Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The ins had reduced capacity due to overdischarge. Product analysis summary: the ins was received with no telemetry and no output. The telemetry was restored after one physician mode recharge. After the ins was recharged, it passed functional testing. According to the trace report taken from the ins, the last recharge while the ins was implanted was (B)(6) 2014. The battery depleted to the "lock" mode on (B)(6) 2014 and subsequently depleted to overdischarge possibly after it was explanted on (B)(6) 2014 and prior to being received for analysis. The ins only experienced one overdischarge.

Event description:
It was reported the patient¿s device was prophylactically replaced on (B)(6) 2014. The device was explanted and it was noted the anchor came out in 2 pieces. There were no customer concerns, quality/product performance issues or patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.